Manufacturer narrative:
Philips service reseated the cr2032 battery and passed the functional test. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that system hangup during boot; reseated cr2032 battery on a allura xper fd20/20. The clinical use of the system was outside of use. There was no reported patient or user harm.